Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The insertion portion was cut at the distal end of the handle. The loop was not returned. The coil sheath was deformed at the distal end of the handle. The hook was not deformed. The lot number of the subject device was unknown. As a result of checking the manufacturing record from the delivery date, the subject lot number was identified as 6xk or 86k. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the loop could not be released because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During a ligation of polyp of sigmoid colon, the subject device was used. When the user tried to release the loop of the subject device, the loop could not be released. The user cut the sheath near the handle of the device with pliers. The user withdrew the endoscope from the patient while leaving the device inside the patient. The user inserted the endoscope into the patient again and cut off the loop. The user withdrew the device from the patient. There was no patient injury reported. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".